Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined a short on pcb-mounted jack connector designator j31 between pins 21 to 31 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.